Event description:
According to the available information, the bulb is hard, and it takes a lot of pressure to inflate the device.

Manufacturer narrative:
B3: estimated date as no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.